Event description:
Philip received a complaint on the device efficia dfm100 indicating that a general maintenance company has contacted us to indicate that during equipment checks a non-critical error with code 0320016 appears in the log file. They find it curious that it occurs on all the equipment and on the same dates (since september of this year). Sometimes during clinical use the message "non-critical equipment error" appears on the screen. They do not describe any other impact than a service request from the clinical users after seeing the message when using the system. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips supporting personnel (pse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device had a non-critical error with code 0320016, which appears in the log file. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed, and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device has not been made available to philips. Visual and functional testing could not be performed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.